Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a message 'hi' (reading greater than 500 mg/dl) compared to a lab result of 32 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.